Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
(B)(6). Additional information: a medtronic representative reported that navigation was discontinued and the procedure was completed with c-arm. The computer was returned to the manufacturer for analysis. Computer, os and application boot as expected. Time/date (cmos) check good. Virus scan performed. The computer was installed in a test system and the system readied as expected. Communication, 2d and 3d imaging were successful. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A site representative denied to provide patient demographics information. A medtronic representative inspected the imaging system on-site. It was found that the root cause of the reported issue was the image acquisition system (ias) computer. The computer was replaced and the issue was resolved. Part return requested. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following computer replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system could not be used because the system would not fully boot. The message "system booting please wait" was displayed on the pendant, and it could not be cleared. The system was rebooted with the umbilical disconnected and the message was cleared. However, the generator status then showed as not ready. The umbilical was then reconnected and communication between the image acquisition system (ias) and mobile view station (mvs) was reestablished. However, the detector status was now blank. The use of medtronic imaging was discontinued because of this issue. The procedure was completed successfully after a delay of less than one hour. The patient was not impacted. No additional details were provided.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the surgeon had already placed his screws and was wanting to do a post-op spin to check his screw placement. When the imaging system failed, the surgeon completed the case without the confirmation spin and ordered a post op CT exam to confirm screw placement.